Event description:
A patient experienced stenosis, cerebral artery aneurysm, and subarachnoid hemorrhage approximately 1 month after an enterprise stent (enc453700/10243803) was placed across the dissecting left vertebral artery ruptured fusiform aneurysm. The coil embolization was performed by using jailed technique. The enterprise stent was successfully deployed, and 13 non-codman coils were placed in the aneurysm. There were no issues noted around the distal stent markers of the enterprise stent. The parent vessel diameter size was proximally 4.0mm and distally 2.5mm. No information regarding the size of the aneurysm, mrs, inr, pt and ptt was provided. The occlusion rate of the aneurysm after the procedure was also unknown. Approximately 1 month after the procedure, stenosis was confirmed in the parent vessel distal to the enterprise stent. At the same time, another new aneurysm was confirmed just distal to the original coiled aneurysm. On the following day, the patient developed hydrocephalus due to the subarachnoid hemorrhage caused by the rupturing of the new aneurysm. Information about patient symptoms or testing performed was not available. Treatment included hemostatic therapy and external ventricular drainage. It was reported that the dissection that was present prior to the index procedure had extended distal to the aneurysm and it was unknown if the dissection was completely covered by the enterprise stent. The physician felt that the aneurysm may have been related to the extension of the pre-existing dissection.

Manufacturer narrative:
Approximately 2 months after the index procedure, it was confirmed that the coil mass of the treated aneurysm was loosened within the enterprise stent strut. According to the physician, as stenosis appeared for some unknown reason, both the lumen of the distal stent markers of the enterprise stent and the parent vessel were narrowed. Later on, when the stenosis was improved, the distal stent markers of the enterprise stent were slightly expanded. The physician considered that the expansion of the stent markers of the enterprise was related to the condition of the vascular. It was reported that the patient was in stable condition and progressing satisfactorily. (B)(6). Information regarding the patient's medical history unknown, age, gender and weight was unavailable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
DHR review completed 7/8/2014. See complaint conclusion below for results. Complaint conclusion: a patient experienced stenosis, cerebral artery aneurysm, and subarachnoid hemorrhage approximately 1 month after an enterprise stent (enc453700/10243803) was placed across the dissecting left vertebral artery ruptured fusiform aneurysm. The coil embolization was performed by using jailed technique. The enterprise stent was successfully deployed, and 13 non-codman coils were placed in the aneurysm. There were no issues noted around the distal stent markers of the enterprise stent. The parent vessel diameter size was proximally 4.0mm and distally 2.5mm. No information regarding the size of the aneurysm, mrs, inr, pt and ptt was provided. The occlusion rate of the aneurysm after the procedure was also unknown. Approximately 1 month after the procedure, stenosis was confirmed in the parent vessel distal to the enterprise stent. At the same time, another new aneurysm was confirmed just distal to the original coiled aneurysm. On the following day, the patient developed hydrocephalus due to the subarachnoid hemorrhage caused by the rupturing of the new aneurysm. Information about patient symptoms or testing performed was not available. Treatment included hemostatic therapy and external ventricular drainage. It was reported that the dissection that was present prior to the index procedure had extended distal to the aneurysm and it was unknown if the dissection was completely covered by the enterprise stent. The physician felt that the aneurysm may have been related to the extension of the pre-existing dissection. Approximately 2 months after the index procedure, it was confirmed that the coil mass of the treated aneurysm was loosened within the enterprise stent strut. According to the physician, as stenosis appeared for some unknown reason, both the lumen of the distal stent markers of the enterprise stent and the parent vessel were narrowed. Later on, when the stenosis was improved, the distal stent markers of the enterprise stent were slightly expanded. The physician considered that the expansion of the stent markers of the enterprise was related to the condition of the vascular. It was reported that the patient was in stable condition and progressing satisfactorily. The device was not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10243803. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the information provided, the new aneurysm and subsequent rupture were most likely related to the pre-existing dissection. The dissected vessel would result in a weakening of the vessel wall, making the aneurysm formation and rupture more likely. The cause of the vessel stenosis found distal to the enterprise stent could not be confirmed and it is unknown if the stenosis was within 5mm of the stent; however, the condition may have been related to vasospasm or vessel remodeling. There was no evidence to suggest that the event was related to a manufacturing issue; therefore, no corrective action will be taken at this time.